Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: black box shows dates from (B)(6) 2016. Unexplained "por" events observed in black box on (B)(6) 2016. Pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery cap measures within specifications. Battery compartment cracks observed in thread area and below grip pad. "Audio bolus" button cover is detached/missing. Unable to verify bolus button functionality due to missing cover. During investigation a eaw 128-fe80 alarms was received during each "rewind" attempt. Eaw 128-fe80 alarms are defined as post delivery motor power supply faults. Removed pump case. Evidence of moisture contamination throughout inside of pump including power pcb, motor flex connector and 5 volt motor regulator u12. Checklist steps 13(load/step) and 22(24hr. Basal program) fail due to eaw 128-fe80 alarm on "rewind." Eaw 128-fe80 alarms due to internal moisture contamination. A "no power" event was not duplicated during investigation. Unable to adequately investigate "no power" complaint due to inability to perform a load/step and run 24hr. Basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.